Event description:
It was reported that during the implant the healthcare professional (hcp) did not "attach it to anything.¿ it was noted that the patient had to go in for carpel tunnel surgery on her wrist and when the patient went in for ¿pre-op¿ ¿it leaked¿ and it had to be taken out. The patient had to wait a ¿whole year¿ to have another device implanted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).